Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump esc button need to push few times in order for it to take. Customer's blood glucose level was unknown. Customer also stated that there was crack in front display and insulin pump had unexplained no delivery alarms the device will not be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) bolus express and up buttons dome switch. No unlocked lcd keypad connector noted. However, device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. Device had cracked lcd window. The test reservoir locked in place properly and no anomaly noted.